Event description:
It was reported that the bed had no motor function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed had no electronic functions on the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed had no motor function. Follow-up submitted as further investigation determined only the footboard lost electronic function. This would result in caregiver annoyance, however; it is not likely to harm the patient as bed motor functions were still available on the siderails and functions that are only available on the footboard, such as bed exit and scale, would be clearly indicated that they are unavailable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.